Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing produced a 'cassette not attached' error. It was determined that the out of calibration downstream occlusion sensor was the root cause and was calibrated. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation produced a 'cassette not attached' error. There was no patient involvement, the event occurred during pre-test.